Manufacturer narrative:
The suspect device was updated. No issues were identified during a review of the alarm trace data. The service maintenance actions resolved the issue.

Manufacturer narrative:
No electrode lot numbers with expiration dates were provided. The field service engineer (fse) found a pinched rinse tube. The customer ran qc, but the results were out of range. The fse performed instrument testing indicating all assays were within specification. The customer replaced the internal standard (is) reagent bottle, recalibrated, and ran qc. Qc was acceptable after replacing the is bottle.

Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for sodium (na) and chloride (cl) on a cobas 6000 c (501) module. Patient 1 initial na result was 120 mmol/l. The repeat result was 133 mmol/l. Patient 2 initial na result was 122 mmol/l. The repeat result was 132 mmol/l. Patient 2 initial cl result was 87.6 mmol/l. The repeat result was 97.1 mmol/l. The repeat results were believed to be correct.